Manufacturer narrative:
After inspecting the sling, we found that there was loose stitching through out the sling. The sling was discolored a lighter color. The lighter color would be a clear indication that the sling had been washed with bleach. Washing with bleach is warned against on the sling, with the sling care instructions and in our operations manual. Our sales representative visited the facility to go over washing instructions of slings.

Event description:
Cna was transferring resident with lift when one of the sling ties broke and resident's head hit the floor causing a 2-3cm laceration on left side/back of head.